Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had powered down, and the screen was black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no power and remote support service (rss) was offline. A field service engineer found drawers 5/1 and 5/2 had no power lights on. Further, the engineer replaced both drawer controller boards and pyxis module controller boards and ran diagnostics to resolve the issue. The system functioned as intended after the field service engineer repaired the device.